Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow-up. Non-sustained lead noise due to post-pace t-wave oversensing was observed via stored egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.